Event description:
It was reported that " irrigation channel is not functional and efficient leading to complications in post operating settings. Water input into the bladder is limited and insufficient leading to recurrent complications and needing to do manual irrigation to remove clots". The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). The UDI is unavailable due to the customer not providing a valid lot number or product code.

Event description:
It was reported that " irrigation channel is not functional and efficient leading to complications in post operating settings. Water input into the bladder is limited and insufficient leading to recurrent complications and needing to do manual irrigation to remove clots". The patient's current condition is reported as "critical".

Manufacturer narrative:
Qn#(B)(4). The UDI is unavailable due to the customer not providing a valid lot number or product code. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.